Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-00362.

Event description:
The customer reported that he insulin pump alarmed no delivery during prime. The blood glucose reading was 300mg/dl. During the call, the caller mentioned being in the emergency room. The customer stated that he used a syringe to give insulin and gave too much; his blood glucose went from 300 to 150mg/dl in hours. Then it dropped to 49mg/dl and gave him sugar to bring up his glucose level. Advised the customer to manually push the plunger and verify if the insulin exited, but it did not. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Inspected one opened or used reservoir. Performed occlusion and manual prime tests and reservoir passed per specification. No occlusion anomaly noted during analysis. Reservoir connected and locked into place properly.